Event description:
Additional information was received that product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported in clinic notes dated (B)(6) 2012 and received (B)(6) 2012 that a vns pt was having an increase in seizures, unknown if above or below baseline, since (B)(6) 2011. The increase of seizures is mainly in the first hours of sleep and often occurs with changes in the weather. Pt is now not responding to magnet activation and is requiring diastat twice a week. Pt has been referred for a generator replacement. Surgery has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a full revision. The patient had high impedance (output status - limit, impedance - high, dcdc - 7). The generator was returned to the manufacturer for evaluation but the lead was not returned. Product analysis is planned but has not been completed.